Event description:
It was reported that the physician was attempting an integrity rx bare metal stent to treat a lesion in the rca exhibiting mild calcification and little vessel tortuosity. The device was prepped as per IFU prior to use with no issues noted. Negative prep was also performed with no issues identified. The physician performed pre-dilation. It was noted that resistance was encountered but it is unknown if force used. It was reported that the stent became deformed in vivo during use. No patient injury occurred and no clinical sequelae were reported. Evaluation summary: the device was returned to medtronic for evaluation. The stent was severely bunched and deformed from the 5th distal segment to the proximal end. The distal tip was flared.

Manufacturer narrative:
Evaluation results: related to operational context (device was inspected and prepped before use with no issues noted and pre dilation was performed therefore deformation most likely occurred during use). Deformation problem (stent). Evaluation conclusions: operational context caused or contributed to the event - (device was inspected and prepped before use with no issues noted and pre dilation was performed ,therefore, deformation most likely occurred during use). (B)(4).